Event description:
It was reported that the patient with this artificial urinary sphincter (aus) developed urethral erosion, leading to a replacement surgery. Physician believes the erosion was caused as the cuff was too small. The entire aus was removed and replaced. No additional patient complications were reported.